Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The part and lot code combination was not provided for the unknown depuy device. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address discomfort and slight greying of tissue. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, inflammation, difficulty ambulating, elevated metal levels, and loose and/or popping sensation. Litigation also alleges that patient's surgeon noted metallic staining on the tissue and bone. An unknown device has been added to address the loosening. Date of implant and side have also been provided.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of the medical records for MDR reportability, no revision operative note was provided. The unknown depuy device is being changed to a depuy stem for the alleged elevated metal ions (no labs provided). The alleged loose and/or popping sensation allegation is being understood as possible dislocation or subluxation, so at this time no extra device is being reported. No primary or revision operative notes or part/lot has been provided. There is no new information that would change the existing investigation. The complaint was updated on: (B)(6) 2016. .